Event description:
Pt reported one day after treatment with juvederm ultra plus xc in the nasolabial folds and marionettes lines they experienced bruising at the injection site. One week later the pt noticed "little pin point dots with circles around them and are leaking a grey material" on the lower left marionette lines and two more toward the lower jaw. The pt went to a couple of dermatologists one of whom prescribed an antibiotic and topical elidel. Follow up with the injecting physician's office noted the pt was given a dental block prior to the juvederm injection and the bruising was the normal amount of bruising you could expect after an injection. The physician observed a circle of discoloration and numbness in the right marionette line. The injecting physician stated that the skin discoloration was present prior to the juvederm injection and was not due to the juvederm injection. Post injection, the pt was given arnica, and the pt reported to the physician that they had taken red rice yeast after the injection.

Manufacturer narrative:
.